Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, a cause for the reported migration (partial clip movement) cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be difficult due to echo shadowing. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5+. Imaging was poor. A triclip xt (lot: 31010r1061) was implanted first successfully. A xt (lot: 40108r1113) was implanted second. After deploying, the second xt partially detached from the septal leaflet. A third xt (lot: 40108r1109) clip was implanted to stabilize. The procedure ended with tr reduced to grade 1. There was no clinically significant delay.